Event description:
On (B)(6) 2013, I was treated to a extracorporeal shock wave lithotripsy treatment at the (B)(6) in (B)(6). On (B)(6) 2013, I passed out at my house. Following day I was tested as okay. On (B)(6) 2013 while driving I passed out again. This time I crashed into a fence and another car. I was taken to the hospital where it was discovered my heart had stopped beating. I had to have a pacemaker operation. I want to know if you have any reports of a lithotripsy treatment affecting the heart. I never had any problems with my heart before this.